Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter was defective/damaged. The nurse used the product "closed intravenous indwelling needle" to perform venipuncture with the indwelling needle on the child. After inserting the needle to return blood, she found that there was a crack in the shell of the transparent tee of the indwelling needle, causing blood to leak out. The nurse immediately removed the indwelling needle.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3353576. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.